Manufacturer narrative:
Covidien service replaced the main pcb, the front pcb, and the main front cable. Passed test according to the service manual. (B)(4).

Event description:
It was reported to covidien, that the unit had sporadically missing segments. There was no patient involvement.